Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: incoming inspection alleged issue: "pin hole found on package". No patient injury reported.